Event description:
It was reported, the patient¿s lead backed out at the end of stage two. The patient¿s lead was replaced on (B)(6) 2013, and they resolved without sequela. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40 lot# va04smb, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3387s-40 lot# va04smb, implanted: 2013 (B)(6), product type lead product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Correction: concomitant product: product ID 3387s-40. The lead lot # was reported as va04smb. The correct lead lot # should be va045smb.

Event description:
It was later reported that the patient had a CT scan with contrast on (B)(6) 2014. It showed that the right deep brain stimulation electrode array was dislodged posteriorly. It was stated that it was related to the implant procedure and not related to the device or therapy.

Event description:
Additional information received reported asymptomatic which occurred at the end of stage 2.